Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. This usm was returned for failure analysis, and the reported error 1134 was confirmed in logs, though it could not be replicated during failure analysis. Visual inspection did not reveal any issues related to the reported event. The usm was installed and tested on our golden system, and no errors or faults related to the reported problem occurred. The unit was then tested on the pftp and passed all failure analysis tests. Around the time of the complaint, field logs in logs confirmed multiple 1134 errors pointing to usm3. The insertion cover was opened to check for any contaminants. Based on these findings, failure analysis determined that the acs and acsh may be potential root causes for the reported event.

Event description:
It was reported that during a training/demo of the davinic system, the system displayed an arm 3 error at startup when a resident attempted simulator training the previous night. The system would fault during startup with this arm 3 error. There was no report of patient involvement or reported injury.